Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the flex vision monitor would not boot up. Review of the logfiles confirmed that the host-pc could not connect to the flexvision-pc. House engineer changed the switch in the equipment room cabinet to correct for a keyboard/mouse issue, which caused the flexvision monitor would not boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and reinstalled the flexvision through field service framework, then re-configured. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flexvision monitor would not boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.